Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The locking clip cracked on the cup inserter.

Manufacturer narrative:
The complaint states the locking clip cracked on the cup inserter. The investigation confirmed that the locking catch of the angled acet inserter had broken off the device. Previously a corrective action was identified for this failure mode whereby a design change was implemented and routed on (B)(4) in 2007 in order to strengthen the locking catch. The design verification was completed and routed on (B)(4) and concluded that there are no outstanding actions identified. This product was manufactured prior to the implementation of (B)(4). The complaint shall be closed with a justified conclusion it will be entered into the complaint database and monitored through trend analysis.